Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was broken and not working. A field service engineer identified that half height main drawer 2 had defective rails, with ball bearings coming loose, replaced the half height drawer, reassembled the device, and rebooted it, tested the drawer using the diagnostics application, and all functions operated normally with successful opening and closing, then rebooted the system, and the customer successfully assigned the half height drawer to the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the mini cubic drawer 2.1 was broken and not functioning. Additionally, all of the ball bearings had come out. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.